Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v287456, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that the lead was replaced due to it being initially misplaced causing the patient to have stimulation side effects. It is unknown what stimulation side effects the patient experienced, or what diagnostics/troubleshooting were performed. It was also stated that the issue was resolved at the time of this reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.